Event description:
This medwatch report has been retrospectively prepared and submitted in response to a review of complaint records for the previous three years. During the procedure the physician used a tracer metro direct wire guide. The wire guide became stuck inside the stent after deployment, and the distal end of the coating detached portion and the stent was facilitating good flow. No injury to the pt was reported.